Event description:
The patient reported that about 2 weeks after implant date they noticed redness at the implantable neurostimulator (ins) incision site and "felt bad." The patient knew they were getting a fever "and stuff" so they called their managing healthcare provider (hcp) to make an appointment. At the appointment the hcp opened the incision site and it started draining. The patient noted that the drainage was not pus or anything like that. The hcp thought the issue might have been related to the stitch since they put glue on it. The patient said they had been doing well after that appointment except the little hole stayed open, and last friday night the little hole opened again and drained all kinds of yellow and reddish color. The patient reported this to their hcp and the hcp told the patient it was probably a seroma. The patient said they kind of drained it out themselves by gently pushing on the area. The patient noted that it drained and drained until it stopped, then they saw their hcp again. At the time the patient saw their hcp it seemed like the incision site was trying to close again, there was no more drainage, and the incision did not appear to be infected at all. The patient noted that they did not have a fever when their hcp determined they had a seroma, which was about 10 days to 2 weeks after they noticed the redness at the incision site. The patient said they have another appointment with their hcp on (B)(6) 2025, and they expect the incision site to be just about closed by that time. The patient noted that their hcp had mentioned they will put powder on the area to promote tissue healing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).